Event description:
It was reported the pt's native valve was replaced for ai and the valve was placed in the supra-annular position. As the valve was placed, the surgeon noticed a pledget protruding below the valve and tried to rotate the valve, but was unsuccessful. Immediate post-op echo showed good leaflet mobility. While hospitalized, postoperative tee indicated a gradient of 55mm hg and what was thought to be pannus covering 1 or 2 leaflets. The pt's platelet count continued to decrease and a decision was made to explant the valve. At explant, no pannus or thrombus was observed and the surgeon thought there may have been fibrin between the leaflets, but could not verify this. He was able to rotate the valve following explant. It was reported the pt had a negative heparin antibody and a bioprosthesis was implanted. Additional information has been requested including copies of the intraop tee.